Event description:
It was reported that a one-link neutral luer activated device would not flush. The reporter stated that the infusion ¿will run fine,¿ but when the nurse tried to flush the line, she was ¿unable to flush¿ the device. This occurred during infusion in the pediatrics department. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available. This is report 2 of 6.

Manufacturer narrative:
(B)(4). The sample was received for evaluation. During visual inspection no defects were observed. Clear passage and pressure test were performed and no defects were found. Functional testing was performed and the device passed. The condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.